Manufacturer narrative:
Additional information was provided in b.3., b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that surgery has been completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of delivery system faulty/failed / did not advance.